Event description:
Physician reported an intracapsular rupture of the right device confirmed via ultrasound. Device has been explanted.

Event description:
Physician reported an intracapsular rupture of the right device confirmed via ultrasound. Device has been explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of rupture, was reviewed on mar 01, 2022. Visual analysis of the photographs identified; an opening, red particles on the shell, and white biological tissue. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode. Refer to ps-qp-onev-115717:covid-19 quality plan - complaint handling.

Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Physician reported an intracapsular rupture of the right device confirmed via ultrasound. Device has been explanted.